Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported potassium was programmed as a secondary infusion to infuse over one (1) hour. After fifteen (15) minutes, the infusion was empty. Bd received additional information through due diligence attempts. It was reported that the event occurred on (B)(6) 2025 at 0700. There was no patient harm. The infusion was potassium chloride 10meq, ordered to be given 10meq/100ml over 1hr (100 ml/hr.). Per report, the event occurred during change of shift. The tubing used was bd alaris pump infusion set ref (B)(4).

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of ¿over infusion - potassium¿ was not confirmed, the device was observed delivering fluid within specification. The suspect pump module and returned administration sets were fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All parts inspected were manufactured by bd. Five trials were conducted at the infusion rates of 0.1ml/h, 1ml/h, 10ml/h, 100ml/h, and 999ml/h in accordance with the timed rate accuracy product analysis procedure ((B)(4)). No instances of unregulated flow were observed. Rate accuracy testing was performed on the suspect pump module using the returned administration set by the facility. The device was found to be delivering fluid within specification. Functional testing of the returned administration sets revealed no leaks or anomalies. Backflow test confirmed that the check valve functioned correctly. No errors, malfunctions, or alarms were found on the date mentioned by the facility that could have contributed to the reported event. A review of the logs was conducted for the date mentioned by the facility ((B)(6) 2025), results below: at 7:00 am on (B)(6) 2025, pump module 8100, serial number (B)(6) was assigned. It was set to deliver potassium chloride (drugid 1260), with a dose of 10 mg diluted in 100 mg of solution. The initial infusion rate was configured at 100 ml/h, with a volume to be infused (vtbi) of 100 ml. At this point, no secondary volume had been infused. The infusion began at this time. At 7:10 am ¿ 7:15 am during this period, several adjustments were made to the pump. The module was selected, and the infusion rate was reduced to 50 ml/h, with a new vtbi of 82.651 ml. At that moment, 17.349 ml had already been infused. Shortly after, the rate was changed back to 100 ml/h, and the vtbi was updated to 79.36 ml. The infusion restarted, reaching a secondary infused volume of 20.632 ml. At 7:51 am ¿ 8:03 am. At 7:51 am, the pump was restarted using the key press. At that point, the secondary volume infused was 20.647 ml. The infusion resumed and soon after, the volume increased to 21.993 ml. Finally, the key channel was turned off and the infusion was stopped at 8:03 am, with a total secondary volume infused of 39.089 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line (see secondary infusion on page 150 and programming with interoperability and guardrails¿ suite mx on page 158). The clamp on the secondary infusion set must be opened. If the clamp is closed, the fluid is delivered from the primary container. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported ¿over infusion - potassium¿ was not determined, the device was observed delivering fluid within specification. The suspect pump module and returned administration sets were fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a0709, c16, d0302, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported potassium was programmed as a secondary infusion to infuse over one (1) hour. After fifteen (15) minutes, the infusion was empty. Bd received additional information through due diligence attempts. It was reported that the event occurred on (B)(6) 2025 at 0700. There was no patient harm. The infusion was potassium chloride 10meq, ordered to be given 10meq/100ml over 1 hour (100 ml/hr.). Per report, the event occurred during change of shift. The tubing used was bd alaris pump infusion set ref (B)(4).